Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The bottom housing cannula window and eseal were checked for damages and no issues were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. Initial attempts to download the data from the pod were unsuccessful as the pod was unable to establish a connection with the controller. The pod was connected to an external power supply in an attempt to establish connection with the controller. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connection to the external power supply. This attempt was also unsuccessful. The beep test could not be performed and the download data could not be retrieved as a connection could not be made with the controller. No damages or deficiencies to the pcb assembly were observed that would prevent the pod from communicating with the controller. All batteries measured to have sufficient voltage. Without the download data, the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reportedly wore the pod for 24 hours and noticed their blood glucose levels rising up to 380 mg/dl. Patient removed the pod and confirmed the pink slide did not move forward and the cannula did not deploy. A new pod was applied for treatment.